Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the infection. Treatment for the infection was not reported. It was not reported if peritoneal dialysis therapies were ongoing. It was not reported if the patient was recovered or was recovering from the infection. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.